Manufacturer narrative:
Visual inspection of the returned screw and plug found damage along the threading and on the screw head and plug. A section of the screw head fractured off. The damage to the plug threading was predominately on one side. A review of the manufacturing record for the plug indicated that there were no dimensional, functional, or material anomalies reported at inspection in 2013. Based on the current information, the most probably root cause of this reported incident is off-axis torquing of the plug.

Event description:
It was reported that the screw broke during torquing in surgery. Subsequently, the screw was explanted.patient outcome: no adverse effect reported as a result of this event.

Manufacturer narrative:
The product is enroute to be evaluated. Current information is insufficient to permit a conclusion as to the cause of the event.